Event description:
It was reported that high voltage abnormal pacing lead impedance issue was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.

Event description:
Information received: high, out of range, high capture threshold issue was also observed on the rv lead.